Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for mixed product on lot # 5313932. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, mixed product) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 5313932. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs came with a mix of product types. This was discovered during use. The following information was provided by the initial reporter: material no. 328411 batch no. 5313932. It was reported that 12.7mm syringes were mixed with 8mm syringes. Verbatim: consumer reported that his box of 1ml, 12.7mm, 30g syringes was mixed with 1ml, 8mm syringes. Consumer stated that he is a doctor and has many boxes of syringes stored at his home. He said as he was looking through the boxes, he found boxes that were mixed. He then sorted through the syringes and placed them into the correct box. Consumer also stated that he has been getting incorrect syringes from his pharmacy and the pharmacist told him that he needs to speak with his doctor because he is getting what the doctor ordered.